Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post ventricular assist device (vad) implant the patient had a drop in mean arterial pressure into the sixties and vad low flow. Intravenous (IV) albumin and blood transfusions with packed red blood cells (prbc), fresh frozen plasma and platelets were given to correct hypovolemia. The patient also had runs of ventricular tachycardia (vt) that self resolved. A small apical pneumothorax was observed as well as a small pleural effusion and post implant procedure chest tubes remained in to treat these. The patient later became hypertensive and IV meds were given. On post operative day eight the patient returned to the operating room for hematoma evacuation and pericardial effusion/tamponade which presented with a fever (with negative cultures) and changes in vital signs. The patient continued to be intermittently febrile and cultures remained negative but treated with empiric IV antibiotics. Vad suction events were noted with cardiac rhythm ectopy, specifically vt runs while coughing. The suction events resolved when coughing ceases and vt subsides. The suction alarm was disabled. Ectopy was noted intermittently throughout the post operative course to include vt, premature ventricular contractions (pvcs) and block premature atrial contractions and antiarrhythmic medication was I nitiated. Inflammation was a repeated, intermittent issue with elevated c-reactive protein (crp) labs and were treated with steroids. For anticoagulation post implant the patient was on IV anticoagulants until international normalized ratio (inr) was therapeutic with inr goal of 2-3. The patient also experienced intermittent nose bleeds and ear, nose and throat (ent) consult was done and treatment recommended was nasal spray and gauze packing which resolved each nose bleed episode. The patient was on IV milrinone pre-implant and this continued for right ventricular support and patient was discharged to home with it. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Review of log files could not be conducted since log files were not available for analysis. As a result, the reported low flow and suction events could not be confirmed. Per the instructions for use, cardiac arrhythmias, bleeding, pneumothorax, and pleural effusion are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.